Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having weakness on the legs and incontinence. It was noted that patients spinal cord stimulator paddle lead was pushing on patients spine that was confirmed through imaging. The patient underwent a lead replacement procedure.